Event description:
It was reported via medwatch user facility report that air embolism occurred, and the patient experienced ventricular fibrillation. A watchdog hemostasis valve was selected for use. The hemostasis valve failed during use and allowed air to enter the vasculature. The patient sustained an air embolism that resulted in ventricular fibrillation. The patient was resuscitated successfully, admitted to the hospital for follow up care and discharged from the hospital in stable condition. No further patient complications were reported as a result of this event. It was further reported that this complaint is a duplicate of tw (B)(4).

Event description:
It was reported via medwatch user facility report that air embolism occurred, and the patient experienced ventricular fibrillation. A watchdog hemostasis valve was selected for use. The hemostasis valve failed during use and allowed air to enter the vasculature. The patient sustained an air embolism that resulted in ventricular fibrillation. The patient was resuscitated successfully, admitted to the hospital for follow up care and discharged from the hospital in stable condition. No further patient complications were reported as a result of this event.